Event description:
On (B)(6) 2011, the reporter contacted animas on behalf of the pt (her daughter) and reported elevated blood glucose (bg) levels. The reporter indicated that the pt woke up on an unspecified date/time with ketones and a bg level of "400 mg/dl". The reporter claimed that the pt had a symptom of nausea, but did not have vomiting, shortness of breath, chest pain, or abdominal pain. The reporter also denied that there were signs of redness, irritation, swelling, or bumps at the site. There was no reported air in the tubing or cartridge. The reporter denied that there were any signs of an insulin leak although, she smelled insulin at the luer lock. The pump's date/time were confirmed to be correct. Boluses and basal rates were reportedly delivered as programmed. There was no evidence of canceled boluses. The insulin was not expired, cloudy, or clumpy. The reporter denied that the pt had an illness or had high protein/fat intake. Based on the info provided, this complaint is being reported due to the following conclusion: the reporter claimed that the pt developed a symptom which meets animas' criteria for a serious injury.

Manufacturer narrative:
The pump has been returned to animas for eval. The eval of the product has not been completed; therefore, no conclusions can be drawn at this time. Once the eval is completed, a supplemental report will be filed.